Event description:
It was reported that the wire was used during a diagnostic procedure. The wire was zeroed without issued and normalized correctly. After normalization, drift was present 9-10 points. The wire was re-normalized, however, the same drift occurred. Additional information reported that the physician observed the wire as bent and it looked "worn" when it was removed from the patient's body. The wire did not get stuck in a lesion or another device; however, it was used for multiple lesions in two different vessels. The physician did not experience any resistance or steerability. The physician removed the wire and replaced with the same manufacturer's type of product. The new wire functioned without any issues. It was reported that the patient was released from the hospital according to the original treatment plan, and no patient injury or adverse event occurred. The wire was returned to the manufacturer for evaluation. Preliminary visual inspection revealed that the radiopaque coil was stretched out and the inside core wire was detached and sticking out of the radiopaque coil on both sides.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was received for investigation and upon visual inspection, it was noticed that the radiopaque coil was stretched out and the inside core wire was detached and sticking out of the radiopaque coil on both sides. Further investigation revealed that the wire had multiple kinks and the tip appeared to be shaped and damaged. This type of wire is a straight tip model. A signal test was performed and the pressure signal result was satisfactory. A drift test could not be performed due to the condition of the tip. We were unable to conclusively determine how the damage to the radiopaque coil, and subsequent damage to the inside core wire happened. The physician followed IFU and discontinued use of the wire. The IFU precaution states: do not use product, which has been damaged in any way; which this may result in vessel damage, inaccurate pressure measurements and/or poor torque response. There was no report of patient injury or adverse event. No further action required.